Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2023, the poly liner de-transformation was confirmed and the revision surgery was performed to replace the poly liner. In the surgery, the surgical field also confirmed that the poly liner had been dislodged from the cup. The surgeon wished to remove the stem and evaluate the damage caused by the impingement on the cup, but since the stem removal instrument was not in place, a new poly liner, the same as the original implant, was inserted, the inner head was replaced with a new one, and the procedure was completed. The surgery was completed successfully without any surgical delay. The removed poly liner had a wound where the stem neck had interfered. Also, the liner was deformed into an oval and missing several anti-line tabs (ards). Regarding the relationship between this event and the product, the surgeon commented that it was a stress concentration due to the liner and stem neck impingement and a reduction in the locking mechanism of the poly liner. In addition to the product, another possible cause could be that the high level of activity, both in terms of age and in terms of the type of work (custodianship), was a factor in the strain placed on the poly liner. Within 6 months to 1 year, the surgeon plans to perform another surgery for stem removal. History of medical history/treatment/other diseases currently under treatment, etc.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on july 23, 2015, the primary surgery was performed via tha for oa on the left hip joint with the polyliner in question. On (B)(6) 2023, the polyliner de-transformation was confirmed and the revision surgery was performed to replace the polyliner. In the surgery, the surgical field also confirmed that the polyliner had been dislodged from the cup. The surgeon wished to remove the stem and evaluate the damage caused by the impingement on the cup, but since the stem removal instrument was not in place, a new polyliner, the same as the original implant, was inserted, the inner head was replaced with a new one, and the procedure was completed. The surgery was completed successfully without any surgical delay. The removed polyliner had a wound where the stem neck had interfered. Also, the liner was deformed into an oval and missing several anti-line tabs (ards). Regarding the relationship between this event and the product, the surgeon commented that it was a stress concentration due to the liner and stem neck impingement and a reduction in the locking mechanism of the polyliner. In addition to the product, another possible cause could be that the high level of activity, both in terms of age and in terms of the type of work (custodianship), was a factor in the strain placed on the poly liner. Within 6 months to 1 year, the surgeon plans to perform another surgery for stem removal. History of medical history/treatment/other diseases currently under treatment, etc. No. Allergies, smoking, etc. No. No further information is available. The device shows some wear throughout the device and one of the anti rotational tabs is fractured which suggest that a disassociation event might have occurred. A dimensional inspection was not performed for the pinn mar eto +4 10d (B)(6) due to post manufacturing damage. A functional test was not performed due to post manufacturing damage. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the pinn mar eto +4 10d (B)(6) may have been caused by exposure to irregularities in the weight loading of the device and moments generated. Based on the investigation findings, the potential cause cannot be established with the information provided. Tt has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - 1) quantity manufactured: 10, 2) date of manufacture: aug 6,2013, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: not applicable, 5) IFU reference: (B)(6). Device history batch - 1) quantity manufactured: 10, 2) date of manufacture: aug 6,2013, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: not applicable, 5) IFU reference: (B)(6). H10 additional narrative: added: e1 (facility name) corrected: h3.